Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handpiece of the motor device had a ¿bad sound inside.¿ there was a delay in surgery; however, the duration time was not specified. A spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose (cord) and the wires were torn out of the connector therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling by using excessive force pulling on the cord which is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.